Manufacturer narrative:
The insulin pump was received with a blank display due to corrosion on the lcd board. The unit could not undergo verification of missing segments or faded screen anomalies due to the blank display. The following physical damage was noted: minor scratches on the display window, cracked casing at the display window corners, and a cracked reservoir tube lip. (B)(4).

Event description:
The patient reported via phone call that the insulin pump screen had a partial display. A portion of the display was faded out and appeared as if it had sustained water damage. The patient's blood glucose at the time of incident was 229 mg/dl. The bolus display was faded out: there appeared to be lines under the icons. The insulin pump was returned for analysis.